Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12423. It was reported that vessel dissection occurred. The 75% stenosed target lesion was located in a mildly tortuous and moderately calcified coronary artery. After a 225x28 mm synergy¿ drug-eluting stent was implanted in the aneurysm ostium area, post intravascular ultrasound (ivus) measurement was performed. It was noticed that opticross¿ imaging catheter was stuck in the mid part of the stent. The physician opted to slightly pushed the device but the position changed. Following this, opticross¿ imaging catheter was stuck in the same area when this was pulled. A non-bsc balloon catheter was delivered, but the issue was not resolved. When the opticross¿ imaging catheter was pulled and pushed inside the stent with 35 wire, the issue was still not fixed. Subsequently, another guiding catheter was used and dilation was performed inside the stent using a balloon catheter. The opticross¿ imaging catheter was removed from being stuck after deflation and pulled forcibly. During the procedure, spiral dissection at the ostium area in internal thoracic artery was performed and the flow decreased. The physician then placed a stent in the entry of deviation and the procedure was completed. The patient was under observation. No further patient complications were reported.